Manufacturer narrative:
Follow up was received on (B)(4) 2012 in the form of qa (quality assurance) investigation summary. The product lot number was not provided; therefore a batch record review is not possible. It is the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result is identified and mitigated. Data is periodically presented and reviewed by individuals responsible for assuring product quality. This review has not indicated trends that could be associated with any product complaint. Genzyme will continue to monitor complaints. MFR's comment: the benefit-risk relationship of the product is not affected by this report.

Event description:
Arthritis of both knees [arthritis]. Case description: spontaneous report was received on (B)(4) 2012 from a physician regarding a (B)(6) female pt, initials (B)(6), with osteoarthritis. The pt's medical history was not provided. On an unspecified date, the pt initiated treatment with synvisc injection (hylan g-f 20) at a dose of 2 ml per week, location not specified. The lot number of synvisc was not provided. On (B)(6) 2012, the pt experienced arthritis that recovered on (B)(6) 2012. The action taken with synvisc treatment was not provided. Relevant concomitant medications included loxoprofen sodium hydrate, diclofenac sodium, ketoprofen and limaprost alfadex. The intensity of the event of arthritis was not provided. The reporting physician assessed the relationship between synvisc and the event of arthritis as probable. Follow up info was received on 06/01/2012 which upgraded the case to serious. The info was received from the physician regarding pt's date of birth, medical history, details of suspect drug, event details, corrective treatment and concomitant medications. The pt's medical history was significant for previous use of artz (viscosupplementation) into both knees with no problem (in 2004). The pt also received synvisc into both knees with no problem in the past ((B)(6) 2011). She had no fluid retention prior to the first course of synvisc injections. She was also allergic to pregabalin (since (B)(6) 2012) as developed oedema due to pregabalin. On (B)(6) 2012, the pt initiated treatment with synvisc injection (second course) into both knees for gonarthrosis of both knees (k and l grade: grade ii (right) and grade iii (left)). She had no fluid retention prior to the injection. On (B)(6) 2012, using disposable needles with no sterilized gloves, she received second synvisc injection of second course into extra suprapatellars of both knees after sterilizing with chlorhexidine gluconate. She had no complications inducing infection, generalized infectious symptoms, skin disease around the injection site, intra-articular infection, intra-articular inflammatory symptoms or fluid retention prior to the injection. On (B)(6) 2012, the pt developed pain in both knees and she was diagnosed with arthritis of both knees. Two days later ((B)(6) 2012), swelling developed in both knees. On (B)(6) 2012, the pt visited hospital. On (B)(6) 2012, she had arthrocentesis and the amount of fluid aspirated from left and right knee was 8 ml and 28 ml, respectively. No fluid tests were performed as culture, crystal or cell. On an unspecified date, in (B)(6) 2012, she was treated with injections of artz (hyaluronate sodium) and dexamethasone (dexamethasone sodium phosphate) at a dose of 3.3 mg (both knee joints). The pt recovered from the event of arthritis of both knees on (B)(6) 2012. Synvisc treatment was permanently discontinued. The intensity for the event of arthritis of both knees was moderate. The reporting physician considered that the event was reactive (chemical) arthritis due to synvisc according to the clinical course.